Event description:
The foreign distributor ((B)(4)) reported an issue they found during investigative analysis at their facility. They reported that they performed simulated use testing on two previously unused mps delivery sets from different lot number. These sets were tested outside of a clinical setting at the distributor's laboratory, with no patients involved. The distributor reported that one of the delivery sets tested exhibited leakage from the luer connector after approximately 30 minutes of simulated use on an mps console. The delivery set was returned to the manufacturer for analysis.

Manufacturer narrative:
Device evaluation could not initially confirm the alleged complaint condition. Repeat evaluation under simulated use with the check valves not completely and sufficiently tightened did confirm the complaint condition. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.